Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the cartridge leaked insulin. The insulin leaks from the plunger when pulling back on the plunger rod. The leak only occurred when filling the cartridge. The cartridge lot number was not provided. No adverse event reported. The cartridge was discarded; therefore, no product could be requested to be returned for product evaluation.